Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "over exposure to ozone resulting in product degradation / inadequate material selection ". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the registered nurse placed foley catheter, urine return noted, balloon inflated with 10cc syringe. Nurse placed catheter bag at end of bed. They went to reposition patient and noticed foley catheter tubing was severed from the foley balloon and laying in patient's bed. The tubing was found to be sliced in half, which left the tip of the foley along with the balloon inside of the patient. ((B)(6).